Event description:
Reportedly, the physician suspected t-wave sensing within high amplitude signal in the egm on the ventricular channel. There is no consequence for the patient (no inapppropriate therapy delivered).

Manufacturer narrative:
Refer to the attached analysis report.

Event description:
Reportedly, the physician suspected t-wave sensing within high amplitude signal in the egm on the ventricular channel. There is no consequence for the patient (no inapppropriate therapy delivered).